Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years and 5 months following the implant of this transcatheter bioprosthetic valve, valve dysfunction, stenosis, and aortic insufficiency was observed. A new valve is required to treat the issue.

Manufacturer narrative:
Updated data: a1. B3. B5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years and 5 months following the implant of this transcatheter bioprosthetic valve, valve dysfunction, stenosis, and aortic insufficiency was observed. A new valve is required to treat the issue. Additional information was received indicating that a computed tomography scan revealed the valve failure. The aortic insufficiency was moderate and central. Approximately five days after the issue was identified, a valve in valve procedure was performed.